Event description:
It was reported that the broach handle instrument would not properly hold the rasp instrument. Upon evaluation of the instrument, the handle was found to be fractured. There was no patient involvement and no adverse events have been reported as a result of this malfunction. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Report source foreign: germany. Visual examination of the returned product identified the pin cap of the distal most pin to have fractured off. The weld holding the cap to the pin has failed. Discoloration spots are present on the shaft. The impact marks are present on the strike plate and on the shaft near the etching. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.